Manufacturer narrative:
Customer complaints of dislodgement and capturing problem were not confirmed. Visual inspection showed that the outer helix and inner helix were within specification. Electrical features were analyzed and the device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that patient presented in clinic post procedure. It was noted that right atrium (ra) leadless pacemaker (lp) exhibited loss of atrial capture. It was also observed that the lp had dislodged and migrated to the hepatic vein. Dislodgement was confirmed via chest x-ray. The ra lp was explanted and replaced with new ra lp. Patient condition was stable.